Event description:
It was reported that wireless recharger was unresponsive. The patient indicated that the charger was not functioning, with battery indicator lights flashing when placed on the dock and no activity when the start button was pressed after removal from the dock. The patient attempted to reset the charger by holding down the power button both on and off the dock, but this did not resolve the issue. A healthcare professional reportedly tested the charger on another dock and confirmed it was not working. The dock's green light was illuminated, and the cord was not loose. Troubleshooting steps did not resolve the issue, and an email was sent to the repair department to replace the device.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), analysis of the wireless recharger wr9200 (serial #: (B)(6); revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set.     Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.